Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons didn't have a string on them [device physical property issue]. Case narrative: consumer reported via e-mail that tampon didn't have a string. No injury reported.